Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for polyp in the colon during an esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024 . During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6) hospital. Block h2 (correction): block e1 (initial reporter zip/post code) has been updated based on the information received on june 12,2024. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution clip was used for polyp in the colon during an esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6) hospital. Block h2 (correction): block e1 (initial reporter zip/post code) has been updated based on the information received on (B)(6) 2024. Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly dethatched and with evidence of full deployment. The device was returned without its over sheath. No other problems with the device were noted. The reported event of clip could not detach was not confirmed. Investigation found that the clip assembly could be released from the catheter without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. Also, the outer sheath didn't return so this will be classified as "cause not established"

Event description:
It was reported to boston scientific corporation that a resolution clip was used for polyp in the colon during an esophageal endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip could not be deployed inside the patient. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.